Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was attempting to recharge their ins when the stimulation stopped. It was reported that the ins was overdischarged. The patient was unable to charge the ins. The ins could not be interrogated with the clinician programmer, recharger, or patient programmer. A reset was performed and the patient was able to start using the ins. It was reported that the patient was scheduled for replacement surgery on (B)(6)2018. No further complications are anticipated.